Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a knee reconstruction procedure, the blade broke along the shaft. It was also reported that there was a minor delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade was bent during use as well as potentially coming in contact with other surgical equipment from the wear noted on a tooth of the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The quality investigation is complete.

Event description:
It was reported that during a knee reconstruction procedure, the blade broke along the shaft. It was also reported that there was a minor delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.